Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that the collimator angle was changed by the user and the plan approval was lost, as designed. Therefore mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a field change prior to treatment delivery.